Manufacturer narrative:
Concomitant products: 6931-65 lead, implanted: (B)(6) 2005; 4194-88 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient was experiencing extracardiac stimulation of the pectoralis muscle due to the right atrial lead, which also had high threshold and an increase in pacing impedance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that p wave undersensing was occurring during an arrhythmia.